Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) explanted due to recurrent bacterial infection. The device was not replaced since the patient no longer had a need for it. The patient condition was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.